Manufacturer narrative:
Please note: during integration of accessclosure, inc. Into the cordis business model, the determination was made that reportability for product failure modes would be aligned with current reportability for cordis products. This decision to align reportability was made, as the said failure modes, would not result in patient injury. As a result this event is being filed beyond the 30 day FDA requirement. (B)(6). Complaint conclusion: it was reported that after using the 5f mynxgrip vascular closure devices (vcd) was used with unknown 6f sheath through the femoral artery. After shuttling down the advancer tube, the sealant lodged in catheter. 6 cm of hematoma was noted. Manual compression was held for 30 minute or less to achieve hemostasis. The product is being returned for analysis. Interventional peripheral was the intended procedure type with a medium stick location the product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Access site bleeding is a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and patient's compliance to decrease mobility of limb affected in order to promote coagulation. Furthermore, according to the product instructions for use, it is recommended that the patient follow physician orders regarding patient ambulation and discharge. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Without a lot number to conduct a DHR review, it is not possible to determine if the reported event could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Event description:
It was reported that after using the 5f mynxgrip vascular closure devices (vcd) was used with unknown 6f sheath through the femoral artery. After shuttling down the advancer tube, the sealant lodged in catheter. The 6 cm of hematoma was noted. Manual compression was held for 30 minute or less to achieve hemostasis. The product is being returned for analysis. Interventional peripheral was the intended procedure type with a medium stick location